Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the insufflation unit exhibited the front panel light-emitting diode (led) lighting failed. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue was caused by a faulty front panel. However, the specific cause of the faulty front panel could not be determined. Olympus will continue to monitor field performance for this device.